Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Due to multiple occurrences of the issue, the pump was set to be replaced by technical support, and the customer was advised to put the pump into storage mode before returning it with a prepaid label. Customer acknowledged instructions and confirmed understanding, while also planning to reach out to their healthcare provider as no backup insulin therapy was available.